Event description:
The device was used during an unspecified procedure. Reportedly, the instrument could not be removed from the tissue. The tissue had to be fulgurated in order to removed the device. The hosp reported that the instrument had been reloaded 5 times and worked properly up to this point.